Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The consumer reported that they suffered "serious die effects" for over a year and half and they had to change their device for another one. The implantable neurostimulator (ins) was faulty. The patient was implanted for obsessive compulsive disorder. No further information was reported and could not be obtained due a lack of identifying information. Please refer to manufacturing report #mw5043043.